Event description:
It was reported that the sensor remained stuck to the delivery catheter during cardiomems implant. A swan was inserted to use balloon to remove sensor from delivery catheter and the sensor was calibrated. During the procedure, the patient recorded 250 ml of blood loss and received a unit of blood post procedure. The physician feels the delay to the procedure was clinically significant.